Event description:
It was reported that the user experienced a low glucose event after a meal announcement, with a sensor glucose of 64 mg/dl and a confirmatory fingerstick of 79 mg/dl; the user ingested a spoonful of honey and expressed concern that the device did not stop insulin delivery at 110 mg/dl, and was advised that postprandial insulin action can outpace carbohydrate absorption and to consult their healthcare provider for therapy concerns. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and education on hypoglycemia management and device behavior. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause following a meal, potentially influenced by the timing of insulin delivery relative to carbohydrate absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.